Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Medical products ¿ zimmer biolox delta head catalog#: 00877503601 lot# 2864768, zimmer acetabular liner catalog# 00630505636 lot# 63361262, zimmer bone screw catalog# 00625006525 lot# 63407425, zimmer bone screw catalog# 00625006525 lot# 63530642, zimmer bone screw catalog# 00625006535 lot# 63644378, zimmer bone screw catalog# 00625006520 lot# 63497883.

Event description:
It was reported that patient underwent a right hip revision procedure nine days post-implantation due to a periprosthetic femoral fracture during a fall. The femoral head and stem were removed and replaced. Attempts to obtain additional information have been made; however, no more information is available at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.